Event description:
It was reported that during a esophagectomy procedure, the instrument locked out. When the device was cleaned the blade was found to be broken. The case was completed with a same like device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 8.64mm from the top of the outer tube. The device had body fluids on the inner tube and therefore, would not open and close. The device activated; however, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure".